Manufacturer narrative:
The field service representative (fsr) determined that ict reference solution was leaking onto the ict aspiration pump, causing the ict aspiration syringe to stick to the pump plate and over-aspirate cuvettes, which in turn caused bubbles to be drawn into the ict module. The fsr addressed the referenced concerns and considered the issue resolved. However, the customer later observed numerous ict calibration slope errors when attempting to calibrate replacement ict modules along with erratic patient results and ict aspiration errors. Field service replaced and cleaned multiple dispense components over the course of two additional visits. The ict issues were ultimately resolved through the cleaning of the ict aspiration pump, and replacing the ict probe and ict tubing and replacing a worn ict probe holder (wear/scheduled maintenance due for parts that are known causes of erratic results). Labeling adequately addresses this issue in the aeroset system operations manual ln: 09d06-05, section 10, troubleshooting and diagnostics: subsection calibration error codes, lists probable causes and corrective actions for slp, slope of the calibration curve is <45% and spn, slope of the calibration curve is outside the range defined in slope limit %. Probable causes include the ict probe, ict aspiration tubing, and ict aspiration pump. Subsection error log messages, lists probable causes and corrective actions for error code 352, ict reference solution not aspirated. The ict probe and tubing are included as probable causes. Subsection observed problems, lists probable causes and corrective actions for results are erratic, precision is poor, which include probes and tubing. Aeroset service and support manual (89000-104); section 2, troubleshooting reference, subsection observed problems, includes probable causes and their respective corrective actions for erratic results, poor precision for ict tests only. Probable causes include ict probe, tubing, ict aspiration pump. The investigation demonstrated that the aeroset analyzer is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that the aeroset ict module probe and syringes were replaced to correct ict module aspiration errors; however, the customer was still concerned with erratic results generated for patient samples. One patient sample generated an initial potassium assay result of 2.1 mmol/l that retested at 6.3 mmol/l. No suspect results were reported from the lab. The customer requested a service visit. There is no impact to patient management reported.